Event description:
An acumed 3.5mm x 34.0mm cortical screw, co-3340, was implanted with an acumed locking medial elbow plate and additional screws around (B)(6) 2010. Approximately 24 months later the patient experienced some pain which was determined to be a broken plate and two broken screws. The lateral plate implanted at the same time as the medial plate was unaffected and was, therefore, left implanted. The broken plate and associated screws were removed and replaced with a new plate and hexalobe screws on (B)(6) 2012.

Manufacturer narrative:
Broken plate was returned along with two broken screws and four intact screws, and all were visually inspected under magnification. Broken plate surfaces show indications that it may have suffered a fatigue type failure. Other damage was observed on the plate; however, it was unclear if this damage occurred before, during, or after the explantation of the products. Original complaint details indicate there was a non-union on the medial side of the bone which, therefore, may have contributed to the failure of the plate and screws by applying small loads to the plate and screws instead of passing through the healed bone over an extended period of time. However, no definitive conclusions can be determined with the available information. Related MDR's: 3025141-2012-00036, 3025141-2012-00037, 3025141-2012-00038, 3025141-2012-00039, 3025141-2012-00040, 3025141-2012-00041.